Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during jeujujunal anastomosis of a roux-en-y gastric bypass procedure, the needle detached from the jaws. The needle was recovered and a new reload was used to complete the case. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled walls surrounding the needle receptacles. A pmv needle was loaded onto the device and was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. No further details regarding patient, product or procedure were provided by the reporter.